Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient underwent a revision procedure during which the liner and head were revised. Post revision office notes stated that the patient developed some issues with skin healing and oozing from tissues which was not coming from incision. The patient was placed on antifungal and steroid cream and within 24 hours there was significant improvement in the skin. The patient had another revision procedure due to dislocation. During the procedure, the incision was noted to have a significant amount of devitalization of the actual incision, especially the anterior portion with a rash-like appearance, the hip incision seemed as though there might have been drainage recently. The devitalized skin was removed. No other significant findings related to the reported event were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient received a total right hip arthroplasty. Subsequently, the patient was revised approximately 3 months later due to recurrent dislocations. It is noted at a postoperative office visit the patient developed some issues with skin healing and oozing from tissues which was not coming from incision. The patient was placed on antifungal and steroid cream and within 24 hours, significant improvement in the skin was noted. During a later revision, the incision was noted to have a significant amount of devitalization of the actual incision, especially the anterior portion with a rash-like appearance, the hip incision seemed as though there might have been drainage recently. The patient states that this has not been present for 2 weeks, but was present for about 4 weeks following surgery. Devitalized skin was removed. Attempts have been made and additional information on the reported event is unavailable at this time.